Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore tag thoracic endoprostheses (tgu343420/10058001 and tgu343420/9458787) to treat a thoracic aortic aneurysm. On an unknown dated, computed tomography scan revealed a distal type I endoleak. The physician attributed the endoleak to aortic disease progression. On (B)(6) 2013, the physician implanted an additional conformable gore tag thoracic endoprosthesis (tgu454515/9456143) down the level of the celiac artery to treat the distal type I endoleak. A final angiographic run revealed the endoleak was not resolved. The procedure was concluded, and the patient tolerated the procedure. The physician has chosen to take a wait-and watch approach in regard to the unresolved endoleak.

Manufacturer narrative:
Additional ctag components included in this report: tgu343420/9458787 (implanted (B)(6) 2012) ; tgu454515/9456143 (implanted (B)(6) 2013). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.